Manufacturer narrative:
Loosening of a recemented crown may lead to permanent damage of a body structure.

Event description:
Consumer complained the stream of the airfloss made their gums bleed and loosened a re-cemented crown.